Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported that the stoma infection has not improved. Patient prescribed unknown oral antibiotic. Additionally, patient presents with two granulomas being treated with sliver nitrate. No exudate has been taken from the area. No further information provided. The device involved in the event remains implanted; therefore, a return sample evaluation is unable to be performed.